Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
"A customer reported that there was a partial flap (incomplete flap) in the patient's right eye, and suction was lost in the visual axis during stromal cut. As a result, the treatment was aborted during the lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows forty-six successfully performed treatments and one aborted one. The reported treatment could be identified in the logfile as the only aborted one of the given days. The surgeon lost vacuum one and vacuum two once each during the docking process/before the treatment. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was aborted as the user released the laser pedal and pressed the vacuum pedal, which caused the interruption of the treatment before it was complete. The reported issue is not caused by the system or the used patient interface. The info message vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The reason behind the surgeon's decision cannot be read from the logfiles. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified. The situation that lead to the surgeon stepping on the vacuum pedal to release the vacuum could not be reconstructed which is why the root cause code "inconclusive - unable to verify" was selected. The manufacturer internal reference number is: (B)(4).